Event description:
Procedure type: lap adrenalectomy. According to the reporter: during procedure, the balloon ruptured and could not hold the trocar in place. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).